Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 8 days after the dental implant was placed, the implant had not achieved primary stability in type iii bone. The clinician noted the implant did not engage the carrier upon initial placement. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After evaluation was noticed that the dentist reported that the dental implant fell down when he was preparing to insert it in patient's mouth.this event does not have caused or contributed to serious injury to the patient.

Event description:
The clinician reported that 8 days after the dental implant was placed, the implant had not achieved primary stability in type iii bone. The clinician noted the implant did not engage the carrier upon initial placement. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).